Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed no sensor inserted during sensor session. The sensor was inserted into the abdomen on 03-23-2022. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data.